Manufacturer narrative:
The pump had no button error alarm noted. However, the pump had intermittent button response due to moisture damage on the keypad traces. No moisture damage was noted on the electronics or motor. The pump also had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error alarm. The blood glucose reading is 107 mg/dl. The insulin pump will be replaced.